Event description:
It has been reported that the device will not power up.

Manufacturer narrative:
Newly received information confirmed this case is a duplicate to pr 2177872 was determined to be not reportable for a battery.